Manufacturer narrative:
Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the altis was implanted with significant crede and tensioning at the time. Postoperatively, the patient experienced high post void residuals. Shortly after, there was erosion at the sulcus, the width of a fingernail. Leaking recurred. The patient was inexplicably not growing into the implant. The altis was explanted and another manufacturer¿s product was implanted.